Manufacturer narrative:
Summary of eval: eval results suggest that the cause of this event was attributed to some factor external to our product. The results of testing similar batch lots of product indicated no mixing anomalies. It is believed that the environmental conditions of the or may have affected the set-up time of the cement.

Event description:
The cement hardened prematurely. The cement was removed, and another batch of cement was mixed without incident. There was no adverse consequence for the patient.